Event description:
The customer reported the display's picture was intermittently distorted.

Manufacturer narrative:
The customer reported the displays' picture was intermittently distorted. The factory has not yet received the device for eval, and the complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.